Event description:
The customer observed a falsely elevated architect stat troponin-I result for one 74 year-old female patient with chest pain. No medical treatment was given to patient based on initial result. The patient was only moved to stepdown room for observation based on initial result. Another sample from same patient was ran and the result was in the customer¿s normal range. The following data was provided: sid (B)(6) samples processed on 06feb2023 initial ran at 2:30 am results = 0.95 repeat using another tube drawn at same time as first tube result was negative customer pulled original tube and centrifuged as was a short draw and possible fibrin ran at 5:00 am repeat result = 0.02 precision study w/ specimen after repeat results = 0.02,0.02,0.02,0.02,0.06 customer¿s reference range is <=0.03 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for the architect stat troponin-I reagent lot 32677un22 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance in the field of reagent lot 32677un22 was evaluated using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 32677un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 32677un22. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 32677un22 was identified.